Event description:
According to the customer, "I found the pic line on the floor and the dressing is intact. The extremely thin tubing of the device slipped under this unsuitable dressing, thus depriving the patient of her analgesics, sedative, and food."

Manufacturer narrative:
According to the customer, "I found the pic line on the floor and the dressing is intact. The extremely thin tubing of the device slipped under this unsuitable dressing, thus depriving the patient of her analgesics, sedative, and food. The patient was found to be in pain and anxious because the patient was no longer having her therapies. It led to a change in the organization of the medical and paramedical unit to try to obtain another venous line. The patient procedure was redone with difficulty." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.